Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was 163 mg/dl at the time of the incident. The customer states that insulin pump had battery change message and the screen went blank. Customer declined to troubleshoot for battery change message and the screen went blank. The insulin pump will not be returned for analysis.